Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations found the primary failure of the clip test to be related to the customer reported complaint. The large hem-o-lok clip applier was placed and driven on an in-house system. The large hem-o-lok clip applier passed the recognition and engagement tests. The large hem-o-lok clip applier moved intuitively with the full range of motion in all directions. The clip test was performed and failed multiple times. The root cause is attributed to mishandling/misuse. The instrument was found to have a loose grip cable at the proximal and distal end. As a result, the instrument could not clip onto the tubing causing clip test the clip test to fail. The root cause of loose instrument grip cables is attributed mishandling/misuse. The large hem-o-lok clip applier instrument was found to have a cracked clamping pulley. As a result, the grip cable became loose. Improper cleaning during reprocessing most commonly causes this failure. The root cause of this failure is attributed to mishandling/misuse. Signs of corrosion/contamination were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the device logs for the large hem-o-lok clip applier (part#470230-12/ lot/serial#(B)(4) associated with this event has been performed. The large large hem-o-lok clip applier was last used on (B)(6)2022 via system serial#sk3066. There were 48 uses remaining after this last usage. No image or video clip for the reported event was submitted to isi for review. This complaint is reportable due to the following: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier would not hold the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.